Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012997826); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty was completed with a 20-millimeter (mm) non-medtronic balloon in hopes of mitigating systolic anterior motion (sam) during rapid pacing. The delivery catheter system (dcs) was then inserted into the patient, and the valve was partially deployed and subsequently recaptured twice due to the valve dislodgment while attached to the dcs. The valve was then partially deployed a third time in that it was positioned 1 mm from the non-coronary cusp (ncc) and 3 mm from the left coronary cusp (lcc). Intracardiac echocardiography was then utilized to identify the spatial relationship between the valve and the patient's septum membrane, which ultimately lead to the conclusion that the valve could not be seated any deeper. In response, it was decided to fully deploy the valve, however, after full release the valve dislodged towards the patient¿s ascending aorta. Subsequently, a 35 mm medtronic (gooseneck) snare was then inserted via trans radial access. The snare was then utilized to grasp the paddle located along the greater curvature of the valve. A second dcs was then inserted into the patient but had difficulty advancing past the previously implanted valve due to the nosecone snagging. Due to difficulty advancing the dcs, a second snare was then inserted into the patient via the contralateral side. The dcs was then able to advance past the previously implanted valve, and the second valve was successfully implanted. After implantation of the second valve, trace paravalvular leak (pvl) was noted which was deemed negligible. Per the physician, there were three factors that contributed to the valve dislodgement. The first factor being that there was force exerted by the lvot on the transcatheter valve. The second factor was that due to the patient's horizontal orientation of the aorta, the dcs shifted towards the lesser curvature at the point of no recapture. The last factor that the physician reported as contributing to the dislodge of the valve is that the patient had a relatively large diameter ascending aorta which prevented the valve from achieving stable fixation.

Event description:
Additional information was received that the starting point for deployment of the first valve was at the bottom of the pigtail catheter, and the valve completely dislodged from the annulus following deployment. A non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.